Manufacturer narrative:
Date sent to the FDA: 04/16/2021. Additional information: d9, h6. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual analysis of the returned sample determined that a needle/suture piece of product code z494 was received for evaluation and the swage and attachment area were noted to be as expected, marks by use of surgical instrument were observed, damage, stress on the surface were found and the end was cut appear to be by use of the surgical instrument. The product code z494 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/16/2021 corrected information: d3, g1.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? No further information is available. How was the procedure completed? No further information is available. Could you please provide lot number? No further information is available.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2021 and suture was used. During the procedure when closing the surgical wound, the suture broke immediately after use. No adverse patient consequences were reported. Additional information was requested.